Manufacturer narrative:
(B)(4). Manufacture date for lot 132040131x is 08/2013 and manufacture date for lot 133330027x is 01/2014. Customer is unsure of what the lot number is.

Event description:
It was reported to covidien that a (B)(6) with pneumothorax, had pedicap fail to confirm intubation despite being through the cords, ensuring tube position not too long and increasing pressures with good heart rate. The child didn't suffer, but needed reintubation. Lot number either 132040131x or 133330027x.